Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming air in line. Patient was instructed to press stop/start to silence alarm. Pump settings were reviewed and pump was powered off. Batteries were removed from the pump and replaced back in pump. Patient was instructed to close clamp on tubing and cassette was removed. Patient was instructed to gently tap cassette to disperse air bubbles in the line and press the green release. No air bubbles were seen in tubing. Cassette reattached and clamp was reopened and pump was powered back on. It was attempted to restart pump but alarm persists. Troubleshooting was repeated again but alarm continues. Patient was instructed to call doctor for further instructions. No patient harm and no additional information available.